Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, customer wore transmitter on their buttocks and the pump was inside the customer's front pocket. As the customer did not complete the troubleshooting, tandem technical support was unable to determine a possible cause of the reported difficulty. No additional patient or event information was available.

Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was not within line of sight of the pump. Customer moved the transmitter within the line of sight of the pump to address the issue. No additional patient or event information available.